Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient has had a history of untreated episodes due to ventricular fibrillation. The patient had a recently episode that took a significant amount of time before the patient received a shock. The shock converted the patient but they had also passed out. The physician is encouraging the patient to take their medication. The system was subsequently explanted and replaced with a transvenous one. No additional adverse events were reported.